Event description:
Philips received a complaint by the customer on the v60 indicating that after the ventilator was connected to oxygen, an internal air leakage issue occurred. The manufacturer's engineers were promptly notified for inspection and repair. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
E: (b)6).

Manufacturer narrative:
Per gfe response, the device was not in patient use at the time the reported issue was discovered as the issue occurred during testing. Investigation remains ongoing.

Manufacturer narrative:
The customer called technical support to report that after the ventilator was connected to oxygen, an internal air leakage issue occurred. Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed that there was a gas leakage but was unable to provide details regarding the troubleshooting and repair. However, the asp engineer verified that the device was repaired, passed the required performance verification tests per philips standard, and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.